Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the monopolar curved scissors (mcs) instrument was working as a scissor, but did not work with diathermy. The customer reloaded the instrument and changed the diathermy lead. Use of the instrument was discontinued, and it was replaced to the backup. The backup instrument worked as intended. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken conductor wire at proximal end, near the main tube and roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The complaint was confirmed by failure analysis.